Manufacturer narrative:
Results of the mar relayed by the engineer: the handle has minor surface scuffs & scratches. The tip fractured nearly perpendicular with the shaft, near the transition between the conical & straight hex sections. These photos also show the tip corners are deformed. It is unknown if the corner deformations occurred before or after the tip fracture. The fracture surface also shows the corner deformations. Artifacts on & near the fracture surface suggest a torsional overload fracture. Post-fracture damage obfuscates artifacts that might have suggested a fracture origin. Results of the per relayed by the engineer: based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by repeated use and/or excessive torque, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. This was not a supplier issue. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. Relayed completion of the investigation to biomet (B)(4) via etq notification on february 25, 2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a screw removal procedure on (B)(6) 2014, the tip of the screwdriver fractured. The fractured piece remained in the screw and did not have contact with the patient. The screw and fracture piece were removed from the patient with other instrumentation. There was not a delay in the procedure.